Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the ostium of the right internal carotid artery (rica) target lesion during the study index procedure. A 6 mm angioguard embolic protection device was used during the procedure. The patient left the angiography suite with no neurological deficit reported. There were no device deviations, procedural complications or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Ten days after the index procedure, the patient experienced a severe headache and was admitted emergently due to generalized tonic clonic seizures. The patient underwent a CT cerebral angiogram which revealed a possible non-occlusive intraluminal thrombus along posterior wall of the right ica stent with small non-flow limiting dissection flap noted distal to the stent. There was no evidence of post-stenting cerebral hyperperfusion or infarction. Tcd's obtained did not visualize the side of interest, but did not show any evidence of hyperperfusion. No re-intervention was performed. The patient was discharged three days after admission in stable condition. The discharge report indicated that hyperperfusion syndrome caused the seizure and headaches the patient experienced.

Manufacturer narrative:
The patient was asymptomatic for the study index procedure. The rica target lesion was reported to be: ostial, an 85% stenosis, 7.0 mm reference diameter, and 15 mm length. The lesion was pre-dilated. A 6 mm angioguard embolic protection device was deployed. A precise 7 x 30 stent was successfully implanted in the target lesion. The angioguard rx was removed and it was unknown whether there was debris in the basket. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient had a precise 7 x 30 stent successfully implanted in the ostium of the right internal carotid artery (rica). A 6 mm angioguard embolic protection device was used during the procedure. The patient left the angiography suite with no neurological deficit reported. There were no device deviations, procedural complications or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Ten days after the index procedure, the patient experienced a severe headache and was admitted emergently due to generalized tonic clonic seizures. The patient underwent a CT cerebral angiogram which revealed a possible non-occlusive intraluminal thrombus along the posterior wall of the right ica stent with a small non-flow limiting dissection flap noted distal to the stent. There was no evidence of post-stenting cerebral hyperperfusion or infarction. No re-intervention was performed. The patient was discharged three days after admission in stable condition. The discharge report indicated that hyperperfusion syndrome was the cause of the seizure and headaches the patient experienced. The patient's medical history includes: abnormal stress test, congestive heart failure, smoking, diabetes mellitus, coronary artery disease, and hypertension. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15053642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15053642. Manufacturing records for lot 15053642 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices and components (ndc), for part number: 23540 and stent lot numbers 511847, 511839; and the results indicate that the stent shipped meets specified release requirements. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. In view of the planned stent procedure, the dissection occurring was appropriately treated with the planned stent implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. The literature indicates that cerebral hyperperfusion syndrome has been increasingly reported as a complication of carotid angioplasty and stent placement. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.